Event description:
It was reported that patient received an error message when attempting to charge pump. There was no adverse impact to the customer's blood glucose. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.